Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has been revised to address disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
At was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned femoral head and liner finds evidence to confirm the reported disassociation. Damage found on the femoral head indicates it likely came into direct contact with the acetabular component. Four of the six anti-rotation devices are fractured. There is a fracture or peeling appearance of the positive barb, or raised lip of material, intended for locking within the mating cup. Expected damage to the positive locking barb feature is not found, it is suspected the device was not fully locked into the cup. The articulating surface of the liner has several gouges and pits. It is unknown what amount of the damage was due to the extraction process. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations for the liner and cup. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.